Manufacturer narrative:
H6 correction: added imf: f22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient said they got their stimulator for bowel and bladder, and since their first device, they always had a bit of a problem, but confirmed their symptoms were improved fifty percent over baseline; they just hoped they would be able to eliminate the need to wear a pad. (This was not an allegation against the device.) The patient said they were calling because they noticed a sudden return of symptoms that started in mid to late october. They were having a terrible problem with their bowels. They said they did not feel it happening; they would go to urinate, did not feel it, it was in their crack (understood patient meant feces). They noticed they were having trouble with their bladder too with urgency. When they had to go, they needed to be really quick. They reviewed they had used their programmer to change from program 4 to program 1 the day before yesterday. They increased to 4.2 volts, that was too high and hurt so bad. They decrea sed stimulation and that became comfortable. They had been trying it there, but had not noticed any improvement. The patient synched with their programmer during the call and reported stimulation was on program 1 at 1.4 volts, and they could feel a comfortable, slight throb. They had had no falls nor traumas, and no other medical tests nor procedures. They were redirected to their doctor if the issue persisted. The patient mentioned unrelated medical history, which included that they had a problem with falling last year, and found they had fluid around their heart (no allegation related to device/therapy). They determined the fluid around their heart caused the falling. The fluid was drained once, but came back so bad they put a window in the pericardium so it would drain itself. The patient also said they were going to their general practice doctor for a colonoscopy on the 16th. They were redirected to follow up with their healthcare provider to further address the issue.